Manufacturer narrative:
Once cadd solis vip pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump was in good physical condition. The functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer's concern regarding failed accuracy was unable to be confirmed. The reported issue could not be duplicated.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump failed accuracy test. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.